Event description:
The user facility reported that the device is leaking. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device is leaking. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully.